Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd controller. The customer states the battery is not charging. The controller was sent to covidien service center for repair. Upon triage, a service tech found that there are burned components inside and melting of the outer case is visible. The customer reports there was no impact to the user and the pt.

Manufacturer narrative:
Submit date: 06/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.